Event description:
It was reported that there was a communication failure error message and the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased. The system interface board, backplane and sib upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.